Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that when flushing this connector the plastic breaks inside of it could not be verified due to the product not being returned for failure investigation. A device history record review for model mp1000-c lot number 20125198 was performed. The search showed that a total of 76,803 units in 1 lot number was built on 10dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 maxplus positive pressure connectors broke while flushing their patients' PICC lines. The following information was provided by the initial reporter: "when flushing this connector the plastic breaks inside of it. It happened twice today to 2 different patients with PICC lines".